Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. A pairing failure was found within the investigation window. The allegation was confirmed due to the finding of a transmitter failure within the investigation window. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional/correction: b5 was submitted correctly on the initial already g3: date received by mfg ¿ correction on initial MDR-01166007: please remove date (B)(6) 2024 and replace with the correct MDR regulatory awareness date: 10/9/2024 from the information section h2: additional information/correction.